Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had detached from the luer connector of the infusion set. No adverse event reported. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.